Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer's blood glucose level was unknown. The customer reported that she has been having battery issues with the insulin pump. The customer also reported crack in the reservoir compartment but stated that the reservoir was able to lock in place. The customer declined troubleshooting for the reported issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with cracked reservoir tube lip.